Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closing failed on a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Button 1 and 2 were pressed. The device storage temperature did not exceed 25 °c. The device was stored and prepared according to the instructions for use (IFU). The deployer was experienced and trained with the mynx device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, closing failed on a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Buttons 1 and 2 were pressed. The device storage temperature did not exceed 25 °c. The device was stored and prepared according to the instructions for use (IFU). The deployer was experienced and trained with the mynx device. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device revealed that button 1 was fully depressed, and button 2 was also received in a fully depressed position. The stopcock was found open, and no syringe was received for this evaluation. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) with no identified french size was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received in a fully deployed condition. The reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the failed closing, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, per step 2: deploy sealant, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ also, in step 3: remove device, IFU instructs ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.